Event description:
It was reported that "the balloon did not inflate at the inflation test before use." No patient injury was reported.

Manufacturer narrative:
The catheter that was returned for evaluation had a torn balloon with latex material missing. No syringe or introducer was returned. The balloon was torn in circumference and torn latex was not returned with the catheter. Adhesive marks and balloon fragment were observed at both balloon bonding sites. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed during the evaluation. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if device handling may have contributed to the event. No actions will be taken at this time.